Event description:
The customer reported the system's lift column was unoperable. No pt injury was reported.

Manufacturer narrative:
A ge rep conducted an on site investigation of the system. The functionality of the system was tested and the power supply was replaced. This was replaced and the system now functions as intended. The system was returned for customer use.